Event description:
Allegedly revised due to pain. Pt has metal on metal articulation.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01975, 01976.